Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was rec'd with the jaws in the closed position and one clip jammed between the clip track, jaw, and the tube, deforming distal section of tube. However, functional test was performed on the returned device and by pulling the trigger, it released the jaws and the clip and was cycled, it short fed the remaining clips due to broken advancer tip. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap. Chole, the device jammed. The customer used another like device to complete the procedure.